Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the blower assembly, data acq. Cable and motor controller (mc) pcba was tested and no failures were identified. The blower temperature high error code 1122 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.